Manufacturer narrative:
Extension model 748925, serial #(B)(4), implanted: 2005 (B)(4), explanted: na, lead model 3888-33, lot #j0564214v, implanted: 2006 (B)(4), explanted: na, programmer model 7434a, serial #(B)(4).

Event description:
It was reported that the patient had impedances that were out of range on electrode #3. It was noted that the patient had to turn the voltage up to 9 volts on the neurostimulator to feel the stimulation. In addition, the patient was unable to use the patient programmer to turn the neurostimulator on or off and it was felt a power-on-reset (por) condition had possibly occurred. After reprogramming the patient's device to electrodes #1 and 2, the therapy was noted as working good. The patient programmer was reprogrammed using the clinician programmer and was now working (able to turn device on/off). If additional information becomes available, a follow-up report will be sent.